Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the patient experienced dizziness and a dislodgement of the right atrial lead was confirmed. The lead was explanted and replaced.

Manufacturer narrative:
Concomitant medical products: dtma1d1 crtd, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "a wire is not working"; it did not have any "communication." It was clarified that - subsequent to the patient hearing a "pop" after being hit with a softball - the right atrial lead was not sensing nor capturing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in body t issue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.